Event description:
A procedure was scheduled that required instrumentation not maintained on site. Instruments are to be delivered thoroughly cleaned, inspected and tested for proper function. These instruments are not sterilized, however, and so are delivered to this facility a minimum of 12 hours prior to the scheduled procedure for the check-in and sterilization process. During the check-in process and the initial inspection of instrumentation, the 9.0 mm reamer was grossly contaminated and an instrument on the 150mm sts distal trials pan was also grossly contaminated.